Manufacturer narrative:
Patient identifier should have been (B)(6) instead of (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the stored electrograms revealed the implantable cardiac monitor exhibited false pause episode due to undersensing. It was suspected that the issue may be due to loss of electrode contact in the pocket. No intervention was reported. Patient will continue to be monitored.